Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported the cause was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8703w serial# (B)(6) implanted: (B)(6) 2000 explanted: (B)(6) 2024 product type catheter product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2011 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(6), ubd: 12-oct-2000, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(6), ubd: 12-apr-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (15 mg/ml at 2.193 mg/day) and bupivacaine (30 mg/ml at 4.387 mg/day) via an implantable pump for unknown indications for use. It was reported that less than one month to an elective replacement indicator (eri), the pump was scheduled for a routine replacement. However, there was no complaints associated with the pump. Before the surgery was completed, a surgeon attempted to aspirate the catheter, but aspiration was unsuccessful. They decided to replace old indura catheter with new ascenda catheter. There were no known environmental/external/patient factors that may have led or contributed to the issue. The medical history was asked but unknown at this time. The patient status was alive but no injury. The issue was resolved.

Manufacturer narrative:
H3: analysis of the pump revealed failed lab dispense test-above spec. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.